Manufacturer narrative:
(B)(6) 2021 lead explanted due to suspected lead fracture, noise on lead, and an increase in impedance which has doubled over time. No adverse patient events reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that a home monitoring episode showed small amounts of noise on (B)(6) 2021 and increased frequency noise on (B)(6) 2021 resulted in a ventricular monitoring episode. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2021 lead explanted due to suspected lead fracture, noise on lead, and an increase in impedance which has doubled over time. No adverse patient events reported. Upon receipt, the lead under complaint was found cut 10.5cm distal to the is-1 connector pin. The proximal fragment including the yoke and connector pins was received for analysis. The distal fragment including the shock coils and lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.